Event description:
It was reported that the patient will sometimes have a "little pain" if he sleeps on his implanted device. It was further reported that the device had never really worked for the patient since it was implanted and he had never had any symptom reduction. The patient stated that he was "not sure after trial but wanted to try anything because he was in so much pain from interstitial cystitis". It was also reported that the patient had two spots on his spine where the lead was anchored. The left spot was swollen to about the size of a quarter and was sticking out. It was noted that the device was still working and that the patient could feel stimulation when he increased the amplitude. It was further noted that the patient was having muscle pain and it was soar near the belt line. It was reported that the swelling began two days prior to the report when he was doing physical therapy. The patient broke his leg three months prior to the report and began doing new exercises at physical therapy on the day the swelling started. The patient described sitting on a bed with his leg straight and leaning forward to stretch his hamstring. A few weeks later it was reported that the patient was not getting satisfactory results and the "wire has moved". It was noted that the patient was still having concerns with his device or therapy but has not sought further help. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v609383, implanted: (B)(6) 2011, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).